Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to the main board. It is recommended the main board be replaced to resolve the report. The customer declined repairs and the device was returned to the customer labeled not for clinical use. Analysis of the reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer indicated the product will not be returning to zoll at this time.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.